Event description:
It was reported that: the pt claims she hurts, has softly swelling, and her blood work is elevated (probably cobalt levels).

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info rec'd from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.